Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and difficulty charging the implantable pulse generator (ipg), resulting in increasingly frequent charging requirements. The patient subsequently underwent a procedure wherein the ipg was replaced. The patient was reported to be doing well postoperatively. The explanted battery was disposed of by the surgery center and was not returned for analysis.